Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked reservoir tube lip,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the b key was not sensitive. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.